Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the s5 double roller pump 85. The incident occurred in japan. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 double roller pump 85 rotates without stopping when changing direction. The issue occurred during maintenance activity. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H11: a livanova field service engineer was dispatched on site to investigate the device and confirmed the reported condition. As troubleshooting, the position of the bar which secures the pump head was readjusted since found initially misaligned. Functional verification checks were subsequently executed and passed, and unit was returned back to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: complaints database review revealed no further similar events since unit¿s installation. No concerning trend was highlighted for reported failure mode. Based on the investigation findings, the root cause of the reported problem was attributed to the misalignment of the bar that secures the rotational position of the pump head. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.